Event description:
A pt's generator was returned to the MFR after being replaced due to what was believed to be normal battery depletion. During analysis, it was found that two components were out of specification, and were leaking current, which could have led to premature battery depletion. However, based on battery life analysis, the end of service condition of the generator was an expected event.